Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the consumer; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toxic shock syndrome [toxic shock syndrome]. Fever [pyrexia]. Headache [headache]. Vomiting [vomiting]. Back pain [back pain]. Broken off tampon found inside - vaginal [foreign body in reproductive tract]. Felt like going to pass out [dizziness]. Tampon broken off (inside vagina) [device breakage]. A female consumer of unspecified age reported spontaneously via e-mail on 05-jan-2019 that she used a tampax compak pearl tampon unscented, absorbency unknown on an unspecified date. She explained that she was having a fever, headache, vomiting, and back pain after using the product and couldn't figure out why so she went to her doctor and got a pap smear. Per the consumer's report, the doctor found a broken off tampon inside of her and diagnosed her with toxic shock syndrome. She asserted that she had always used this product, and this was her first time ever having an issue. The case outcome was unknown. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided. On 08-jan-2019 received consumer's follow-up phone call: the consumer reiterated that she was having the symptoms of fever, headache, vomiting, and back pain and didn't know why. Then she was eating dinner with her boyfriend and felt like she was going to pass out. She went to the doctor and had a pap smear, and her doctor found that she had a broken tampon stuck inside of her. The case outcome remained unknown. No further information was provided.